Event description:
It was reported there was an infection and the device was explanted as a result. No diagnostic or troubleshooting was performed. There was no alleged device issue. The patient¿s status at the time of the report was ¿alive ¿ no injury.¿ follow-up with the manufacturer representative provided no further information. If additional information becomes available regarding the patient¿s outcome, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was additionally reported that the system was explanted due to infection. The patient was placed on antibiotics. The issue resolved.